Event description:
It was reported that the user turned off her phone during a theater performance while using the ilet with a connected cgm and subsequently observed a cgm reading of 53 mg/dl without associated symptoms, treated with oral glucose, and later reported a blood glucose of 139 mg/dl. Symptoms included no reported clinical effects consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and no escalation of care. Investigation included review of available information and user troubleshooting and education on device operation and hypoglycemia management. Investigation of this case revealed no device malfunction was identified and no device component issue was confirmed, with the event considered unconfirmed hypoglycemia due to limited corroborating data. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.